Event description:
It was reported that during a routine device changeout procedure, the existing right atrial (ra) pacing lead lost sensing and capture function. Under fluoroscopy it was revealed the lead position had changed. The physician repositioned the lead multiple times with repeated dislodgement. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 694765 implantable tachy lead: (B)(6) 2010; a 5071-53 implantable pacing lead: (B)(6) 2010; dtbb1d1 implantable cardioverter defibrillator: (B)(6) 2013. (B)(4).